Event description:
Began having breathing difficulties about 8 wks ago. All pulmonary tests, blood tests, CT, and chest x-rays are normal. Seasonal allergies not present. Had a cypher stent inserted in 2003.